Event description:
The sales rep reported for the physician: a pt had a posterior erosion. The lap-band was explanted and the device was discarded and will not be returned. The doctor just removed the band and closed the pt up. The serial number for the band is not available. There is no further info at this time.

Manufacturer narrative:
Taper unk. (B) (4). The product was discarded and will not be available for analysis. The product serial number, the implant date and explant date has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info had been reported to allergan regarding the serial number or implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue". "Re-operation to remove the device is required".